Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was set to value other than monitor plus therapy. Boston scientific technical services (ts) could not see any indication that the device was deactivated for hospice reasons. Attempts were made to obtain additional pertinent information but were unsuccessful. All available information indicates that this crt-d still remains in service. No adverse patient effects were reported.